Event description:
Customer received a "normal" blood sugar reading between 80-120 mg/dl but was feeling ill. Customer was hospitalized with blood sugars 650 mg/dl. Check strip was within acceptable range.